Manufacturer narrative:
The lead was in service for approximately 26 years before being explanted on (B)(6) 2021. One rx 58 tbv implantable lead was returned from the customer. There were no other accessories. The implantable lead was returned incompletely, lacking parts, components or accessories that would be required for appropriate testing and analysis of root cause. The lead's outer insulation is in very poor condition with numerous areas of damage (insulation melted, cut, abraded) running irregularly along the entire length of the lead. The filars inside the lead are broken, twisted and stretched and the lead has an extraction device attached to it. The exact cause of the lead issue cannot be determined and the clinical observation could not be confirmed. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported the patient was presented to the hospital for an explant procedure due to patient having corynie bacterium infection, not related to the right ventricular (rv) lead. During the procedure, while extracting the rv lead the tricuspid valve was torn. The lead was explanted and the patient is in stable condition. No product performance malfunction was reported. No additional information available. Submission being reported for administration purposes. Reference report 1035166-2021-00140 associated with this event.